Event description:
It was reported that inserting the lead into the pulse generators header was difficult. The device was not used and a new device was successfully implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: final analysis confirmed the reported complaint. During testing is-1 test leads could not be fully inserted into the pulse generators header. The device inner diameter and contact springs were inspected and found to be within normal product specifications.